Manufacturer narrative:
The pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer, a cracked case behind the pump near the battery tube compartment and a pillowing keypad overlay. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was damage and fell off. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.